Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue was identified with the active exhalation control module. The device's active exhalation control module was replaced to address the issue.